Event description:
It was reported that during a da vinci si single-site cholecystectomy procedure, a clip installed on the medium-large clip applier instrument fell into the patient when the instrument was advanced through the cannula. The site made three additional attempts to advance the instrument with replacement clips, however, each time the instrument was advanced, the clips fell into the patient. All 4 of the clips were removed laparoscopically from the patient and the surgeon made the decision to complete the surgical task using a traditional laparoscopic clip applier instrument through an assistant port. The planned surgical procedure was successfully completed with the da vinci si surgical system and no patient harm, adverse outcome or injury occurred.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode. A visual inspection of the instrument found no damage to the grips. An in-house test clip loaded onto the instrument grips without difficulty. The instrument was placed on an in-house (B)(4) system for functional testing and the clip did not fall out while the instrument was driven in roll nor during partial opening/closing of the grips. A clip was also successfully applied to a piece of suture. No physical damage was found.